Event description:
It was reported that a patient wasn't able to adjust stimulation. The reporter stated that the patient programmer showed the "call your doctor" icon and an out-of-regulation (oor) condition. It was reported that the patient started to see this the day prior to the report when she tried to turn her stimulator off. It was unknown if there were changes in stimulation. Ten days later, it was reported that the patient had been seeing the reposition antenna screen and the temperature error icon "that would start immediately" on the recharger for the past six months. The reporter stated that the patient also got an oor condition the same week as getting a 375 "antenna failure" error code. It was reported that the patient wasn't able to charge the device and had turned off the stimulation to conserve the battery that she had. The reporter stated that the patient had turned stimulation off for about a week with the exception of a few minutes of stimulation here and there. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received in (B)(6) 2013 reported the issue was not " a power on reset, it wasn't out of regulation that occurred when the patient turned their stimulation off, not just when she tried to increase a parameter." It was stated there was a case with high impedances on one electrode that read greater than 10,000, but the patient's programs did not use that electrode. Reportedly the manufacturer representative had a more recent interrogation that showed two different electrodes had high impedances greater than 10,000, and the original out-of-range electrode was now normal. It was noted the patient was reprogrammed successfully, avoiding all three electrodes in question. It was also stated that after reprogramming the patient programmer was used without getting any error messages or codes. However, it was reported that when the patient attempted to charge, they received the "unable to locate battery" screen a couple of times, telling them to reposition and start again. It was reported that the patient could not recharge their stimulator. The patient was then able to initiate another charging session. No patient symptoms were reported.